Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 7/27/98).

Event description:
The iab was inserted into the pt on 6/10/98. On 6/11/98, blood was noted in the tubing and back into the pump. The iab was removed and a second iab was inserted into the pt. The following was reported to datascope on 7/6/98: there was no pt or complication as a result of the event on 6/11/98. The pt went on to expire on 6/14/98 at 0430. [Event complications]: none from the event-reported 6/11/98 and 7/6/98. [Pt's current status]: expired-rpt'd 7/6/98.